Manufacturer narrative:
This initial and final emdr is being submitted to FDA as a reportable malfunction that occurred in the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model: b1pc). There also were not any abnormalities on the loop pull strength test record of the material lot. (Material lot no.: (sota-115-02). The exact cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Damaged haptic after implantation. Leading haptic broke during use when inserted. Health impact: device explantation. Patient has recovered and is fine.